Event description:
The pump was returned for investigation. Investigation found a cracked battery compartment. This report is made based on the results of investigation completed on 03/31/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: on investigation, the battery compartment was found to have cracked at two places, at the case seal and at the top of the compartment. The keypad was found peeling from the base. All buttons responded properly and no contamination was found under the button contacts. (B)(6).